Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with symptoms of rainbow glare following lasik procedure in both eyes. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile review shows all treatments were successfully finished. The energy is stable during the treatment day. No relevant deviation between planned and performed energy is detectable for the treatments. The user operated surgeries with recommend energy setting. Logfile review shows the user performed energy check only at system start, then performed the further surgeries more than four hours without energy check. According to the user manual the user has to perform an energy check manually at least after 120 minutes. A technical root cause could be excluded. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the patient still has rainbow glare but is improving. No medical intervention was required. The patient will continue to be followed.